Event description:
Information was received indicating that at the end of therapy, a smiths medical cadd legacy plus pump was noted to be under infusing. The reporter indicated that per customer, 500 ml infusion indicated done, but still had about 100 ml left in the bag. There were no patient consequences. No adverse effects were reported.